Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power to the main, failed power supply and also mentioned that pyxis was offline in remote support services. The customer mentioned that there was power to the tower and fridge, everything was plugged in the same outlet. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering up. A field service engineer confirmed power supply was working fine, and probable crowbar effect was identified, with one drawer causing a short. Each drawer was checked individually, and one half height drawer was found to be the source. An initial controller replacement shorted on power up, after which two drawer boards and the pyxis bus module controller board were replaced. The unit was rebooted, firmware was updated, and the drawer was successfully configured. The system functioned as intended after the field service engineer repaired the device.